Event description:
The user indicates us that on (B)(6) 2017, the patient with chronic hydrocephalus symptoms was implanted with an adjustable valve set in position 2. A fews day later , the patient had one of the hydrocephalus symptom, the physician decided to set the valve in position 3. On (B)(6) 2018, the pressure was set to initial position. Some months later, the hydrocephalus symptom was worse than before so that the valve was set to position 1. On (B)(6) 2018, the symptom had not been improved so the contrasteadiography was done and occlusion was observed. The valve was explanted and replaced.

Manufacturer narrative:
We are re-submitting this report as initial per following request by FDA: it appears that these supplement reports could be actual initial reports that may have been erroneously submitted as follow-ups in error due to checking both initial box and follow-up box in section g7. 3001587388-2018-18332 - 1, lot #: e0160, resubmit as initial.